Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s body hurt and they were planning to have their pain stimulator removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated since a year ago their device has not been working and has been off. The patient stated he wants the unit taken out. No further complications were reported. No patient symptoms were reported.